Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnant/pregnancy (with complications) /pregnancy (no complications)') in a 26-year-old female patient who had essure (batch no. 624469; 624468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida and parity 4 (dates of deliveries: (B)(6) 2000; (B)(6) 2003; (B)(6) 2008; (B)(6) 2009). Previously administered products included for to prevent pregnancy: birth control pills from 2001 to 2002; for an unreported indication: depo provera from 2000 to 2001. Concurrent conditions included rheumatoid arthritis since (B)(6) 2006. Concomitant products included duloxetine hydrochloride (cymbalta) for genital bleeding, vaginal bleeding, menorrhagia and hair loss as well as alprazolam (xanax), furosemide (lasix), pregabalin (lyrica) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced investigation noncompliance ("patient did not go in for hsg"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced rash pruritic ("rashes and itching/rashes/break out on skin"), 1 year 2 months after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and eye pain ("pain behind right eye"). In (B)(6) 2010, the patient experienced mental disorder ("psychological or psychiatric problems- condition"). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain: pelvic"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), pain in extremity ("pain: pain in right leg /pain in right leg") and neuropathy peripheral ("peripheral neuropathy"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue;"), gastric disorder ("issues with stomach lining"), gastrooesophageal reflux disease ("acid reflux") and dyspepsia ("heartburn/indigestion") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("abnormal heavy bleeding/prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal cramping when not menstruating"), dyspareunia ("pain during intercourse/hypersensitivity in connection with intercourse"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain/pain: joint pain"), ovarian cyst ("ovarian cysts"), uterine pain ("uterine pain"), acne ("acne"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), depression ("depression"), rash macular ("blotchy"), pruritus ("itchy") and skin burning sensation ("burning skin") and was found to have uterine leiomyoma ("fibroids") with abdominal pain and weight increased ("weight gain"). The patient was treated with antibiotics, calcium, ibuprofen (motrin), methotrexate, paracetamol (tylenol), prednisone, topiramate, vitamin d nos (vitamin d), vitamins nos (multivitamins) and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, investigation noncompliance, uterine leiomyoma, acne, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, depression, migraine, nausea, pain in extremity, neuropathy peripheral, bladder disorder, urinary tract disorder, vaginal discharge, vision blurred, eye pain, gastric disorder, gastrooesophageal reflux disease, dyspepsia, hormone level abnormal, rash macular, pruritus, skin burning sensation, weight increased and mental disorder outcome was unknown and the pregnancy with contraceptive device, pelvic pain, back pain, headache, alopecia, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, rash pruritic, dysgeusia, fatigue, weight fluctuation, arthralgia, ovarian cyst and uterine pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The vaginal delivery occurred on (B)(6) 2009. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, investigation noncompliance, menorrhagia, mental disorder, migraine, nausea, neuropathy peripheral, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash macular, rash pruritic, skin burning sensation, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, operative findings revealed abnormal, intramural versus submucosal fibroid causing uterine deviation, both essures properly placed. 4 trailing coils were then confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: confirming full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2009: results: positive. Current weight: 186.00 lbs. Approximate weight at the time of essure placement 159.00 lbs. Essure confirmation test(s)-results: failure to occlude (close) fallopian tubes. Hcp told her that scar tissue was forming and going in the right direction. Batch number: 624468 man date: -apr-2007 exp date: -mar-2009. Batch number: 624469 man date: apr-2007 exp date: -mar-2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnant/pregnancy (with complications) /pregnancy (no complications)') in a 26-year-old female patient who had essure (batch no. 624469; 624468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida and parity 4 (dates of deliveries: (B)(6) 2000; (B)(6) 2003; (B)(6) 2008; (B)(6) 2009). Previously administered products included for to prevent pregnancy: birth control pills from 2001 to 2002; for an unreported indication: depo provera from 2000 to 2001. Concurrent conditions included rheumatoid arthritis since (B)(6) 2006. Concomitant products included duloxetine hydrochloride (cymbalta) for genital bleeding, vaginal bleeding, menorrhagia and hair loss as well as alprazolam (xanax), furosemide (lasix), pregabalin (lyrica) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced investigation noncompliance ("patient did not go in for hsg"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced rash pruritic ("rashes and itching/rashes/break out on skin"), 1 year 2 months after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and eye pain ("pain behind right eye"). In (B)(6) 2010, the patient experienced mental disorder ("psychological or psychiatric problems- condition"). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain: pelvic"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), pain in extremity ("pain: pain in right leg /pain in right leg") and neuropathy peripheral ("peripheral neuropathy"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue;"), gastric disorder ("issues with stomach lining"), gastrooesophageal reflux disease ("acid reflux") and dyspepsia ("heartburn/indigestion") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("abnormal heavy bleeding/prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal cramping when not menstruating"), dyspareunia ("pain during intercourse/hypersensitivity in connection with intercourse"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain/pain: joint pain"), ovarian cyst ("ovarian cysts"), uterine pain ("uterine pain"), acne ("acne"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), depression ("depression"), rash macular ("blotchy"), pruritus ("itchy") and skin burning sensation ("burning skin") and was found to have uterine leiomyoma ("fibroids") with abdominal pain and weight increased ("weight gain"). The patient was treated with antibiotics, calcium, ibuprofen (motrin), methotrexate, paracetamol (tylenol), prednisone, topiramate, vitamin d nos (vitamin d), vitamins nos (multivitamins) and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, investigation noncompliance, uterine leiomyoma, acne, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, depression, migraine, nausea, pain in extremity, neuropathy peripheral, bladder disorder, urinary tract disorder, vaginal discharge, vision blurred, eye pain, gastric disorder, gastrooesophageal reflux disease, dyspepsia, hormone level abnormal, rash macular, pruritus, skin burning sensation, weight increased and mental disorder outcome was unknown and the pregnancy with contraceptive device, pelvic pain, back pain, headache, alopecia, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, rash pruritic, dysgeusia, fatigue, weight fluctuation, arthralgia, ovarian cyst and uterine pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4). The vaginal delivery occurred on (B)(6) 2009. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, investigation noncompliance, menorrhagia, mental disorder, migraine, nausea, neuropathy peripheral, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash macular, rash pruritic, skin burning sensation, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, operative findings revealed abnormal, intramural versus submucosal fibroid causing uterine deviation, both essures properly placed. 4 trailing coils were then confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: confirming full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2009: results: positive. Current weight: 186.00 lbs. Approximate weight at the time of essure placement 159.00 lbs. Essure confirmation test(s)-results: failure to occlude (close) fallopian tubes. Hcp told her that scar tissue was forming and going in the right direction. Batch number: 624468 man date: -apr-2007 exp date: -mar-2009. Batch number: 624469 man date: apr-2007 exp date: -mar-2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: extension of expected date of next report. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnant/pregnancy (with complications) /pregnancy (no complications)') in a 26-year-old female patient who had essure (batch no. 624469; 624468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida and parity 4 (dates of deliveries: (B)(6) 2000; (B)(6) 2003; (B)(6) 2008; (B)(6) 2009). Previously administered products included for to prevent pregnancy: birth control pills from 2001 to 2002; for an unreported indication: depo provera from 2000 to 2001. Concurrent conditions included rheumatoid arthritis since (B)(6) 2006. Concomitant products included duloxetine hydrochloride (cymbalta) for genital bleeding, vaginal bleeding, menorrhagia and hair loss as well as alprazolam (xanax), furosemide (lasix), pregabalin (lyrica) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced investigation noncompliance ("patient did not go in for hsg"). On (B)(6) 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced rash pruritic ("rashes and itching/rashes/break out on skin"), 1 year 2 months after insertion of essure. On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and eye pain ("pain behind right eye"). In (B)(6) 2010, the patient experienced mental disorder ("psychological or psychiatric problems- condition"). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain: pelvic"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), pain in extremity ("pain: pain in right leg /pain in right leg") and neuropathy peripheral ("peripheral neuropathy"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue;"), gastric disorder ("issues with stomach lining"), gastrooesophageal reflux disease ("acid reflux") and dyspepsia ("heartburn/indigestion") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), menorrhagia ("abnormal heavy bleeding/prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal cramping when not menstruating"), dyspareunia ("pain during intercourse/hypersensitivity in connection with intercourse"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain/pain: joint pain"), ovarian cyst ("ovarian cysts"), uterine pain ("uterine pain"), acne ("acne"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), depression ("depression"), rash macular ("blotchy"), pruritus ("itchy") and skin burning sensation ("burning skin") and was found to have uterine leiomyoma ("fibroids") with abdominal pain and weight increased ("weight gain"). The patient was treated with antibiotics, calcium, ibuprofen (motrin), methotrexate, paracetamol (tylenol), prednisone, topiramate, vitamin d nos (vitamin d), vitamins nos (multivitamins) and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, investigation noncompliance, uterine leiomyoma, acne, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, depression, migraine, nausea, pain in extremity, neuropathy peripheral, bladder disorder, urinary tract disorder, vaginal discharge, vision blurred, eye pain, gastric disorder, gastrooesophageal reflux disease, dyspepsia, hormone level abnormal, rash macular, pruritus, skin burning sensation, weight increased and mental disorder outcome was unknown and the pregnancy with contraceptive device, pelvic pain, back pain, headache, alopecia, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, rash pruritic, dysgeusia, fatigue, weight fluctuation, arthralgia, ovarian cyst and uterine pain had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4)). The vaginal delivery occurred on (B)(6) 2009. The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, investigation noncompliance, menorrhagia, mental disorder, migraine, nausea, neuropathy peripheral, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash macular, rash pruritic, skin burning sensation, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, operative finidings revealed abnormal, intramural versus submucosal fibroid causing uterine deviation, both essures properly placed. 4 trailing coils were then confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: confirming full occlusion of fallopian tubes. Pregnancy test urine - on (B)(6) 2009: results: positive. Current weight: 186.00 lbs. Approximate weight at the time of essure placement 159.00 lbs. Essure confirmation test(s)-results: failure to occlude (close) fallopian tubes. Hcp told her that scar tissue was forming and going in the right direction. Batch number: 624468, man date: -apr-2007, exp date: -mar-2009, batch number: 624469, man date: apr-2007, exp date: -mar-2009 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-dec-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal bleeding (general)") and pregnancy with contraceptive device ("pregnant/pregnancy (with complications) /pregnancy (no complications)") in a (B)(6) year-old female patient (gravida 1, para 1) who had essure (batch no. 624469; 624468) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failure to occlude (close) fallopian tube(s)". The patient's past medical history included multigravida and parity 4 (dates of deliveries: (B)(6)). Previously administered products included for to prevent pregnancy: birth control pills from 2001 to 2002; for an unreported indication: depo provera from 2000 to 2001. Concurrent conditions included rheumatoid arthritis since (B)(6) 2006. Concomitant products included duloxetine hydrochloride (cymbalta) for genital bleeding, vaginal bleeding, menorrhagia and hair loss as well as alprazolam (xanax), furosemide (lasix), pregabalin (lyrica) and zolpidem tartrate (ambien). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced investigation noncompliance ("patient did not go in for hsg"). On (B)(6) 2009, 1 year 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and rash pruritic ("rashes and itching/rashes/break out on skin"). On (B)(6) 2010, the patient experienced dysmenorrhoea ("severe abnormal menstruation pain/dysmenorrhea (cramping)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), vision blurred ("blurry vision") and eye pain ("pain behind right eye"). In (B)(6) 2010, the patient experienced mental disorder ("psychological or psychiatric problems- condition"). On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain/pain: pelvic"), headache ("headaches"), migraine ("migraines"), nausea ("nausea"), pain in extremity ("pain: pain in right leg /pain in right leg") and neuropathy peripheral ("peripheral neuropathy"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"), fatigue ("fatigue;"), gastric disorder ("issues with stomach lining"), gastrooesophageal reflux disease ("acid reflux"), dyspepsia ("heartburn/indigestion") and hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("fibroids") with abdominal pain, back pain ("back pain"), menorrhagia ("abnormal heavy bleeding/prolonged menses/abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal cramping when not menstruating"), dyspareunia ("pain during intercourse/hypersensitivity in connection with intercourse"), dysgeusia ("metallic taste in her mouth"), weight fluctuation ("weight fluctuations"), arthralgia ("hip pain/pain: joint pain"), ovarian cyst ("ovarian cysts"), uterine pain ("uterine pain"), acne ("acne"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), urinary tract infection ("uti"), depression ("depression"), rash macular ("blotchy"), pruritus ("itchy"), skin burning sensation ("burning skin") and weight increased ("weight gain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with methotrexate, ibuprofen (motrin), prednisone, topiramate (topamax), antibiotics, paracetamol (tylenol), multivitamins, calcium, cholecalciferol (vitamin d) and surgery (tubal ligation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, investigation noncompliance, uterine leiomyoma, acne, vaginal haemorrhage, female sexual dysfunction, urinary tract infection, depression, migraine, nausea, pain in extremity, neuropathy peripheral, bladder disorder, urinary tract disorder, vaginal discharge, vision blurred, eye pain, gastric disorder, gastrooesophageal reflux disease, dyspepsia, hormone level abnormal, rash macular, pruritus, skin burning sensation, weight increased and mental disorder outcome was unknown and the pregnancy with contraceptive device, pelvic pain, back pain, headache, alopecia, dysmenorrhoea, menorrhagia, abdominal pain, dyspareunia, rash pruritic, dysgeusia, fatigue, weight fluctuation, arthralgia, ovarian cyst and uterine pain had not resolved. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The vaginal delivery occurred on (B)(6). The reporter considered abdominal pain, acne, alopecia, arthralgia, back pain, bladder disorder, depression, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, eye pain, fatigue, female sexual dysfunction, gastric disorder, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, investigation noncompliance, menorrhagia, mental disorder, migraine, nausea, neuropathy peripheral, ovarian cyst, pain in extremity, pelvic pain, pregnancy with contraceptive device, pruritus, rash macular, rash pruritic, skin burning sensation, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, operative findings revealed abnormal, intramural versus submucosal fibroid causing uterine deviation, both essures properly placed. 4 trailing coils were then confirmed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: confirming full occlusion of fallopian tubes pregnancy test urine - on (B)(6) 2009: positive. Current weight: (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Essure confirmation test(s)-results: failure to occlude (close) fallopian tubes. Hcp told her that scar tissue was forming and going in the right direction. Batch number: 624468, man date: apr-2007, exp date: -mar-2009. Batch number: 624469, man date: apr-2007, exp date: -mar-2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.